Event description:
While attempting to transcutaneously pace a patient with the zoll r series defibrillator and zoll one step complete pads, an ECG rhythm failed to display in pacer mode. The pads were well adhered to the patient's chest and all connections were verified. Though no ECG was showing on the zoll screen, it was evident that the patient was being paced, as there was visible chest muscle movement. Staff had to connect a 5 lead system from the zoll to the patient, in order for an ECG rhythm to display on the screen. Manufacturer response for monitor/defibrillator, r series (per site reporter): zoll's regional manager for customer quality assurance called and basically, he is the individual for our site who is supposed to be managing these sorts of investigations. His recommendations are the following: send zoll the reports from the 3 machines (cs is downloading these and will send them to zoll) and then he is requesting that we send zoll the three involved machines and patches for interrogation and investigation. He said he would be personally managing this case and would be the liaison between the tech people who receive our devices and he would then report back to us.